Event description:
Intermittent oversensing of noise on atrial lead causing false at/af detections. Recent high atrial capture thresholds also noted. (B)(6) 2021 03:00:13. Bipolar lead impedance 76 ohms. Threshold 200 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).